Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a ventricular tachycardia procedure, a rather severe cardiac tamponade occurred while the customer was fam-mapping in the left ventricle with aorta access. No rf application had been performed on this patient when this occurred. Pericardiocentesis was performed followed by a surgery to seal the source of bleeding. The patient was stabilized and had improved, however was still under observation when the event was reported. The patient was expected to fully recover. The event was stated to be possibly procedure related. The physician was planning to do a CT on the patient. However, the intracardiac cardio echocardiography revealed that the left ventricle wall was probably thin in certain areas, which might have caused the tamponade.